Event description:
Discordant advia centaur xp cortisol results were obtained for two samples from the same patient. The samples were tested 30 minutes apart. The results were questioned by the phyician. Repeat testing was performed on both samples. One result was similar to the initial result and one result was higher than the initial result. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant cortisol results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site and performed a full system inspection. The system was fully functional. No conclusion can be drawn. The cause for the discordant cortisol result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.